Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The pt reported the piston rod of the infusion device does not retract properly and the infusion device does not display an error message. He stated that he experienced elevated blood glucose of 400 mg/dl and he was hospitalized due to unconsciousness, but this was not related to the infusion device. The pt switched to the insulin pen. No further information is available. The infusion device was replaced and requested to be returned for evaluation.